Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure the stent dislodged from the catheter. The target lesion was a tortuous and calcified portion of the circumflex (cx) coronary artery. The physician advanced a 3.50x20mm taxus express2 drug eluting stent but was unable to cross the lesion. The physician pulled back the catheter and during reinsertion the stent dislodged and was lost in the leg. The stent remains in the patient. The physician then predialted the lesion with another 3.50x20mm stent. The patient was reported as ok.